Event description:
The MFR's rep reported that the pump was "delivering air into the cerebrospinal fluid causing a hydrocephalic episode." The rep indicated that there may be possiblity that user error may have contributed to the reported event. He was concerned about the concentration of compounded morphine in the pump. The physician will be unavailable to replace the pump until january.